Manufacturer narrative:
The customer's meter was received for investigation. Display has no damaged pixels and the touch works in all areas. There are no missing segments and the results are clearly readable. Opened and investigated the meter. Checked flex cable seat and the cables are properly seated. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. Residues of an invading fluid caused oxidation and/or leakage at contact points. The liquid entered the device through the battery compartment. The display showed no errors or missing segments. It is possible that the contamination led to a temporary malfunction of the display. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The customer's meter was requested for investigation.

Event description:
The initial reporter complained of a meter display issue with a cc-xs plus meter, which could cause misinterpretation of results. The customer stated the meter¿s display has missing segments in the results field that impedes the customer¿s ability to read the display or results field. Also, there is a gray substance coming out of the back of the meter, from behind the battery compartment. There is no issue with powering on the meter. The customer confirmed no result misinterpretation or adverse events have occurred.